Manufacturer narrative:
Field complaint of premature battery discharge was confirmed. The device was received at eol battery voltage level. Device image displayed that the device had high current drain during implant period. Further analysis after cutting open the device found battery to be depleted and isolated the high current to the hybrid where the capacitor was determined as the cause. Longevity assessment was performed, the device projected longevity is 8.71 years based on field settings, and implant duration was 0.67 years, which is considered premature battery depletion.

Manufacturer narrative:
The field complaint of premature battery discharge was confirmed. The device was received at eol battery voltage level. Device image displayed that the device had high current drain during implant period. Analysis found battery to be depleted and isolated the high current to the hybrid where the c4 capacitor was determined as the cause.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.